Event description:
Customer reported that the 840 ventilator was autocycling while in use on a patient. The patient was not harmed nor injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the exhalation flow sensor. The unit passed extended self testing.